Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a device timing cycle issue. It was noted that this had resolved during a follow-up check. It was also reported that the right atrial (ra) lead exhibited rising impedance and far field r-wave (ffrw) oversensing. The ra lead was reprogrammed and remains in use. The ipg remains in use. No patient complications have been reported as a result of this event.